Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer contacted product support who suspected a touchscreen failure. Product support provided part ID of the touchscreen. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 30oct2020 b4: (B)(6) 2020 the customer reported that the touchscreen was calibrated. The product support advised the customer of the suspected touchscreen. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.